Manufacturer narrative:
H.6. Investigation: customer returned (155) 3/10cc, 8mm, 31g syringes (15 loose, 140 in sealed poly bags) with the shelf cartons from lot # 0132200. Customer states that the syringe will not inject. Thirty out of 155 returned syringes (15 loose, 15 from the sealed poly bags) were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200894508, 200893682] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was blocked and wouldn't inject medication. This occurred 2 times during use. The following information was provided by the initial reporter: "syringe will not inject".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was blocked and wouldn't inject medication. This occurred 2 times during use. The following information was provided by the initial reporter: "syringe will not inject".